Event description:
Per follow-up with the fcs, the patient will no longer be receiving further treatment regarding a thv in thv.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation. Sections b5, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - stenosis" was confirmed based on the imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. As reported, "approximately 4 years and 6 months post implant of a 23mm sapien 3 valve inside a surgical valve in the aortic position, a patient is experiencing aortic stenosis." Per imaging evaluation, the deployed valve appeared under expanded with bigger outflow and smaller inflow. Under deployed valve could result in stenosis with high gradients across the valve. As such, available information suggests that procedural factors (under deployed valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist, approximately 4 years and 6 months post implant of a 23mm sapien 3 valve inside a surgical valve in the aortic position, a patient is experiencing aortic stenosis. The patient is being worked up for a valve in valve intervention with a 23mm s3u inside the initial 23 s3 valve.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.